Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter broke/ separated after placement was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Split tip / two holes at needle tip 1. While inserting cannula into patient, felt strong resistance so stopped. When removed catheter, found catheter tip is split. (Occurrence date: oct-27-2025) 2. After above no.1 event happened, opened new product and found same symptom. (Tip split) (occurrence date: oct-27-2025) 3. When opened the package of product, catheter was found to have two holes at the tip. (2 occurs) (occurrence date: oct-30-2025).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.